Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the bottom case tamper seal broken and the plunger case seal missing. The top case was found broken and the left plunger case cracked. A review of the event history log identified primary audible alarm background test in the history. Motor drive and occlusion testing were performed. The reported problem was unable to be duplicated. No root cause could be determined as the complaint could not be confirmed. As a preventive measure, the speaker was replaced. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol(B)(4).

Event description:
It was reported that primary audible alarm occurred. No patient injury was reported.